Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the device received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed the motor position encoder error alarm due to an erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and no anomaly was noted. The device had cracked case at the lcd window corners, cracked battery tube threads, and a scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 82 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.